Event description:
The customer reported that they went to the emergency room for 2 hours on (B)(6) 2023 due to hyperglycemia and with symptoms that indicated diabetic ketoacidosis. Blood glucose at time of the event was 389 mg/dl. Symptoms that were reported with the event included feeling sick, unwell, tired and weak. User was treated with intravenous insulin drip. User stated blood glucose kept rising and would not go down, leading to the event. Customer stated hcp had been adjusting basal rates so blood glucose had been fluctuating. User had been taking steroids and was aware the medication was causing high blood glucose. Blood glucose at time of the call was 305 mg/dl. User stated they changed out the infusion then blood glucose began rising then they changed out the infusion set again and blood glucose remained high. User alleged that the infusion set caused the high blood glucose.  Customer was using pump within 48 hours prior to event and auto mode feature was not active at the time of the event.

Manufacturer narrative:
Information has been added which was not included in the initial report. The information has been provided in section b5 and h6 (health effect - clinical code, health effect - impact code) with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. The customer initially treated it with insulin pump and later had a hospital visit where he has been given a insulin drip and the customer experienced symptoms of sickness and tiredness. Troubleshooting was performed and found that there was a cut in the infusion tubing.  Customer was using pump within 48 hours prior to event and auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and it will not be returned for analysis.